Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the ones recommended for the implant installation

Event description:
(B)(4). The dentist reported that 18 days after dental implant was installed in intraoral region #22, its non-osseointegration was observed. In addition, the patient presented bone type iii and it was performed the procedures of immediate load and immediate implant.